Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient had been diagnosed with diabetic ketoacidosis and had a blood glucose greater than 500 mg/dl with vomiting. Emergency services were called and the patient was hospitalized. Treatment included IV fluids and insulin injections. At the time of this incident, the patient was using a pump that they had been instructed return to animas. Patient had been issued a replacement pump prior to this incident, but wasn't able to get her settings programmed into it by the hcp, and so had continued to use her old pump and was still on it when this event occured. This event is being reported because the patient experienced dka while using a pump after having been instructed by animas not to do so.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. User error should be considered as the patient had been instructed by animas to discontinue use of this pump.